Event description:
It was reported by the customer that the the mattress had blood contamination to the inside of the mattress due to a patient with a head injury that was using the cot. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported. The customer reported that it was during the cleaning process they noticed the blood contamination on the inside of mattress foam. The customer has reported that they have since quarantined the mattress and it is no longer in use.